Event description:
It was reported that during an unspecified procedure, removal difficulties occurred. The anatomical location is unknown. The blood vessel being treated was highly calcified. The 6fr x 11cm super sheath was placed in the patient. The physician pulled back the wire, which is included with the sheath kit, and resistance was encountered. The guide wire completely unravelled during withdrawal. It was reported that there was an unsuccessful balloon dilatation, and therefore a second procedure was planned "a few days later". It was discovered during the second procedure that the floppy end of the metal guide wire had broken off inside the patient during the first procedure. The physician removed the piece of the guide wire from the patient. The physician's opinion was that the patient's "difficult" anatomy might have caused the guide wire damage. No further patient injuries or complications were reported. The patient status is reported as "stable." It was further reported that the first procedure was a "bypass" the date estimate of the second procedure was (B)(6) 2009, 3 days after the first procedure. The piece of guidewire was removed by accident. It came back when pulling back another unknown device.

Manufacturer narrative:
The 1/14/10 customer report was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. As unit received into lab catheter body was kinked at 36cm proximal from the tip. Unit is sent to accellent for further evaluation. The 2/11/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is significant wall thinning in the area that burst. The entire device was then visually inspected and there is a sharp kink approx. Half way down the device shaft. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture while deairing the balloon before patient insertion